Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found that the pump was turned on and off. Visual inspection and functional testing were performed. The customer's reported problem was verified. During investigation the pump was found displaying "no disposable" alarm message when a start keypad button was pressed. Investigation recommended the pump downstream occlusion sensor be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited "no disposable pump won't run alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.